Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a swollen battery. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection, review of the alarm log, and functional testing were performed. A swollen battery was found during visual inspection. The cause of the condition could not be determined. To correct the condition, the main battery was replaced. The device was serviced to meet specifications. Should additional relevant information become available, a supplemental report will be submitted.